Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) and clonidine at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the patient had the pump filled on friday and after he left the office the pump started beeping like something was wrong and they did not turn something back on. Patient stated he went back to the office and they interrogated the pump and said nothing was wrong with the pump but the pump was still alarming every hour. Patient confirmed the non-critical alarm was sounding every hour. Patient stated the pump was due to be filled that day. Agent reviewed medtronic was not able to remotely connect to the pump and redirected to doctor. The issue was not resolved and redirected to their healthcare provider to further address the issue. Additional information was received from a company representative (rep) and the patient came in for a refill with the low reservoir alarm activated. The company rep stated they refilled the patient's pump with the new reservoir volume but the pump continued to alarm. Technical services walked through silencing active alarm from the home screen. Additional information was received from a company representative indicated that the application was updated at the time of the report.